Event description:
It was reported that the patient presented during clinical up. Upon interrogation, it was noted that the right ventricular lead exhibited failure to capture. During reposition, it was reported that helix failed to extended after repositioning. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was unconfirmed while the reported of event of helix retraction issue was confirmed. As received, a complete lead was returned in one piece for analysis. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region. No other anomalies were identified.